Event description:
It was reported that a malfunction alarm occurred after the pump was exposed the humidity. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.